Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal difficulties occurred. The lesion being treated was located in the right renal artery. This 6.0x14x90cm express biliary sd stent was advanced to the lesion and deployed. The physician attempted to withdraw the stent delivery system (sds), however, the tip of the balloon caught on the deployed stent. There were no issues with the balloon deflating, the balloon was fully deflated. The physician stopped pulling on the device, removed all the contrast, and injected 1 to 2 cc's of 100% saline. The balloon was deflated again and a guide catheter was advanced up to the balloon. The sds was then pulled back into the guide catheter and the devices were removed successfully. The procedure was considered complete with this device. No patient complications were reported and the patient's status is fine.